Manufacturer narrative:
The sample was not returned for evaluation. However a photo of the explanted piece of tubing was provided to davol for review. The photo sent confirmed the piece (approx. 1 3/4 long) to be a portion of the echo ps inflation tube, that includes the yellow portion that engages the inflator and tubing with white markings. The contact states that there was no problem reported during the implant procedure in 2014. Aside from the discovery of the fragment left in vivo at the time of the revision surgery, it is reported that there were no other complications and no injury to the patient. Based on the event as reported and the photo evaluation it appears that the inflation tube was cut above the yellow portion during implant, and became stuck behind the mesh. However, at this time a definitive root cause can not be determined. Step 9 in the section of the IFU titled,to deflate and remove the echo ps positioning system states "to deflate the echo ps positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube.¿ visual examination of the photo indicates that the tube was cut above the yellow portion. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: it is reported that on (B)(6) 2014 the patient underwent repair of a ventral hernia with a bard ventralight st w/ echo ps. The patient developed an additional hernia and on (B)(6) 2016 underwent repair of that hernia. During this procedure it was noted that an approximate one inch piece of the inflation tubing from the echo ps was discovered under the previously placed bard mesh. This piece of tubing was removed along with the mesh. Aside from the discovery of the fragment left in vivo, it is reported that there were no other complications and no injury to the patient, associated with the fragment.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected field: the patient code was changed from (B)(4) foreign body in patient to (B)(4) device fragment left in patient based on unintended component left in body.